Manufacturer narrative:
Concomitant medical products: information references the main component of the system. Other relevant device(s) are: product ID: ha-18-114, serial/lot #: (B)(4), ubd: (B)(6) 2018, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system and 14 endoanchors were implanted in a patient for the endovascular treatment of a 60mm diameter abdominal aortic aneurysm. It was reported that the endoanchors were implanted due to concern for late failure. It was reported that approx. 1-year post index procedure, the patient had an increase in the aortic aneurysm diameter. The patient was hospitalised 4 months later and a taaa surgery was performed. It was reported that the patient expired 18 days later due to multiple complications from the taaa surgery (pneumonia with dyspnoea, paraparesis and intestinal ischemia with abdominal pain). The pneumonia and bowel ischemia was assessed by investigator and sponsor as not related to device or procedure. No additional clinical sequelae were reported.